Manufacturer narrative:
The sodium electrode lot number was eat97. The potassium electrode lot number was eeg40. The expiration dates were not provided. The field service engineer replaced several valves and the ultrasonic unit. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and questionable results from the cobas 8000 cobas ise module (double). Example 1 initial sodium result was 142 mmol/l, and the repeat result was 123 mmol/l. Example 2 initial sodium result was 140 mmol/l, and the repeat result was 123 mmol/l. Example 3 initial sodium result was 136 mmol/l, and the repeat result was 126 mmol/l. Example 4 initial sodium result was 143.6 mmol/l, and the repeat result was 124 mmol/l. Example 5 initial sodium result was 142 mmol/l, and the repeat result was 123 mmol/l. The initial potassium result was 3.8 mmol/l, and the repeat result was 4.6 mmol/l. Example 6 initial sodium result was 124 mmol/l, and the repeat result was 142 mmol/l. The initial potassium result was 3.5 mmol/l, and the repeat result was 4.2 mmol/l. Example 7 initial sodium result was 126 mmol/l, and the repeat result was 139 mmol/l. The initial potassium result was 3.8 mmol/l, and the repeat result was 4.3 mmol/l. Example 8 initial sodium result was 128 mmol/l, and the repeat result was 148 mmol/l. The initial potassium result was 3.4 mmol/l, and the repeat result was 4.2 mmol/l.

Manufacturer narrative:
The investigation determined that the issue was resolved by the replacement of the ultrasonic unit.